Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. Initially reprogramming was done and subsequently the ICD was explanted and replaced. No patient complications have been reported as a result of this event.